Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing came apart at the distal y-site and leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I wanted to provide another quality issue related to the alaris tubing. All issues seem to be consistent with the tubing coming apart and leaking." "Bd alaris pump infusion set 2426-05000: tubing came apart at distal y-site when switching from ns infusion to d5 infusion. Tubing was primed with ns and was clamped, no spill or exposure to pt. Pt unaware."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the tubing complaint came apart at the distal y-site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed for material 2426-0500 as a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing complaint came apart at the distal y-site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing came apart at the distal y-site and leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I wanted to provide another quality issue related to the alaris tubing. All issues seem to be consistent with the tubing coming apart and leaking". "Bd alaris pump infusion set 2426-05000: tubing came apart at distal y-site when switching from ns infusion to d5 infusion. Tubing was primed with ns and was clamped, no spill or exposure to pt. Pt unaware".